Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the difficulty removing the device due to interaction with the anatomy in this incident could not be determined. The reported patient effect of tissue damage appears to be a result of procedural conditions, as troubleshooting performed to free the clip from the leaflet resulted in a small chordal rupture. It should be noted that the reported patient effect of mitral valve injury, is listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the gripper got caught on the anterior leaflet causing tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr), grade of 3-4+. The first clip was implanted successfully in a2/p2 reducing mr to 2-3. The second mitraclip delivery system (cds) was advanced to the mitral valve, however the gripper got caught on the anterior leaflet. Standard trouble shooting was performed and the cds was freed, however a small chordal rupture was noted. The same clip was implanted successfully lateral to the first clip. Mr remained at 3. No additional treatment is planned for the patient. The patient is stable. There was no clinically significant delay during the procedure. No additional information was provided.